Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer's stylus pen was off from the cursor of the display screen. However, it was confirmed that the power cord bay door was broken. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus pen was off from the cursor of the display screen by three inches and unable to make selections on the screen. The stylus and diskette were replaced but the issue remained. The power cord door also needed repair. The programmer was returned for service. No patient complications have been reported as a result of this event.